Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's skin is irritated by the garment. Pt describes skin as red and irritated from scratching. Patient reports removing the lifevest due to irritation. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a cream. Follow up indicated that the cream is helping with the skin irritation.